Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the lever was cycled open and closed, the foot was fully deployed and fully retracted with no resistance noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close and difficulty to remove could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 correction: adverse event was removed. B2 correction: required intervention was removed and replaced with n/a. H1correction: type of reportable event updated from serious injury to malfunction. H6 correction: health effect - impact code 4624 was removed and replaced with code 2199. H6 correction: medical device problem code 1212 was removed and replaced with code 1528.

Event description:
Subsequent to the initially filed report, the following information was received: this failure occurred with four prostyle devices in a row. The second, third, and fourth prostyle devices were removed manually. The fifth prostyle device was removed via surgery. No additional information was provided. (B)(4): it was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device successfully pre-placed. Reportedly, the foot of the second prostyle device was not fully closed and the device became stuck in the patient anatomy. The device was removed via surgical cutdown. This occurred with four prostyle devices in a row. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved via a surgery. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed eumir report for (B)(4) the following information was received: the second, third, and fourth prostyle devices were removed manually. The fifth prostyle device was removed via surgery. No additional information was provided. MDR for (B)(4): it was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device successfully pre-placed. Reportedly, the foot of the second prostyle device was not fully closed and the device became stuck in the patient anatomy. This occurred with four prostyle devices in a row. The second, third, and fourth prostyle devices were removed manually. The fifth prostyle device was removed via surgical cutdown. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved via a surgery. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device successfully pre-placed. Reportedly, the foot of the second prostyle device was not fully closed and the device became stuck in the patient anatomy. The device was removed via surgery. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved via a surgical cutdown. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.